Event description:
It was reported that the patient who had previously underwent surgery for implant of an artificial cervical disc is having complaints of discomfort with the device. The patient's last post-operative visit was at 60 months. No additional information is known.

Manufacturer narrative:
(B)(4): neither device nor applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine cause of the reported event.